Event description:
Resident was being transferred from the bed to the chair by 2 certified nursing assistants using the pt lift. The lift tilted and the resident bumped the forehead on the table. A laceration 1.5 cm mid-forehead was cleansed and a dry sterile dressing was applied. The resident's doctor and family member (son) were notified. After this, the nursing supervisor observed the 2 certified nursing assistants using the lift correctly per facility procedure. The lift was taken to the maintence dept for evaluation.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: expected wear/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.